Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. While attempting to load a new cartridge, multiple malfunction alarms occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer stated manual injection supplies were also available.